Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) the hcp reported that he had a pump in the last 20 years where acritical alarm occurred due to low battery reset occurred, reset occurred, and safe state occurred. No patient symptoms were reported. No further complications have been reported as a result of this event.